Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and states the blood glucose was getting higher and higher. The customer¿s blood glucose level was 550 mg/dl, 556 mg/dl time of incident and skin feels itchy. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed high-pressure test and result was insulin flow block alarm. The devices will not be returned for analysis.